Event description:
It was reported that the patient experienced episodes of syncope and collapsing. Both marker channel from the device and ECG showed evidence of intermittent ventricular capture at best, and pauses. In-office manual threshold testing showed a similar (1.25 volt) threshold to that given by the device (1.375). Ventricular capture management (vcm) results were noted as stable and between 1.25v and 1.625v. It was stated that after the threshold test, there were no more episodes of loss of capture. Extensive pocket manipulation and isometrics could not reproduce the loss of capture. The device was reprogrammed to 5 volt and 0.4 millisecond output with vcm set to monitor only. Patient will return for follow up due to the coloring of the pocket area and concern of possible infection. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.